Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter the catheter broke and remained in patient. Patient was sent for ultrasound and operation recommended. Catheter was not located. X-ray of hand, arm and thorax was performed and was not discovered. The following information was provided by the initial reporter: patient pregnant 42 + 0 is admitted for induction. On arrival, peripheral venous catheters are placed on the right back of the hand. Then it does not works, it should be pulled out again but first stuck. Once it comes out, about 1.5-2cm of the plastic catheter is taken. Attempt to get the plastic catheter out but fails. The patient is sent for ultrasound suspects that it is in a certain place and that it should be operated on. Operated during afternoon and about 8-10cm vein is removed without finding the catheter, then the hand surgeon does not consider it justifiable to recess more. Pat. Sent to x-ray of hand, forearm and upper arm as well as thorax then the plastic according to the product description is x-ray dense, but can not be found. The last attempt to find the plastic catheter is a referral for ultrasound of arm as well as ukg of heart ordered. Induction not started.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of birth: patients birthday was not provided, 1978-01-01 was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter the catheter broke and remained in patient. Patient was sent for ultrasound and operation recommended. Catheter was not located. X-ray of hand, arm and thorax was performed and was not discovered. The following information was provided by the initial reporter: patient pregnant 42 + 0 is admitted for induction. On arrival, peripheral venous catheters are placed on the right back of the hand. Then it does not works, it should be pulled out again but first stuck. Once it comes out, about 1.5-2cm of the plastic catheter is taken. Attempt to get the plastic catheter out but fails. The patient is sent for ultrasound suspects that it is in a certain place and that it should be operated on. Operated during afternoon and about 8-10cm vein is removed without finding the catheter, then the hand surgeon does not consider it justifiable to recess more. Pat. Sent to x-ray of hand, forearm and upper arm as well as thorax then the plastic according to the product description is x-ray dense, but can not be found. The last attempt to find the plastic catheter is a referral for ultrasound of arm as well as ukg of heart ordered. Induction not started.